Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of hemorrhage and potential cellulitis could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient experienced insidious onset of left sided abdominal pain over the last couple of days. The next morning, it was reported that the left side of the abdomen was larger than the right side. Hemoglobin and hematocrit (h&h) revealed just slightly lower than on (B)(6) 2019: h&h 9.4/28.9-> 8.6/26.2-> 8.4/26.8. CT of the abdomen revealed a newly appearing 14 x 4 x 15 cm focus of soft tissue density in the deep subcutaneous fat of the left lateral abdominal wall. Compatible with hemorrhage, given the clinical history. The underlying musculature is normal. However, there is moderate stranding in the overlying shallow subcutaneous fat, as well as skin thickening compatible with a lesser degree of hemorrhage or superimposed cellulitis. Plavix and heparin infusion on suspend. Patient continued on coumadin, 8 mg. No additional information was provided.